Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: head ball and liner exchange on a patient who had come back in due to pain. Liner for cup had popped out. Stem and head ball were sitting superior in cup. Head ball showed wear and liner showed wear as well with possible broken tab. The product was not returned to j&j medtech orthopaedics for evaluation. However due to the condition of the devices on the photos provided it is reasonable to conclude that a disassociation event occurred between the liner and the cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed based on the visual examination of the involved implants. Pinn sector w/gription 64mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that there was a head ball and liner exchange on a patient who had come back in due to pain. The liner for cup had popped out. The stem and head ball were sitting superior in cup. The head ball showed wear and liner showed wear as well with possible broken tab. The initial surgery was three years prior to the revised date of (B)(6) 2024, there was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.